Event description:
It was reported the customer had high blood glucose. It was also found the customer was having issues with their insulin pump. The customer was also unsure whether their high blood glucose was caused by a malfunction with their insulin pump or due to their hospitalization from a broken hip. The customer's blood glucose was unknown. Customer was disconnected from the call before they could be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.